Manufacturer narrative:
The investigation for the reported product damage (cannula kink) issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The root cause of the suction and low flow was a cannula kink. The root cause of the cannula kink was most likely due to the patient's calcified aortic stenosis (as). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that after the impella started, flows were observed to be low, and a suction alarm was received. Fluoroscopy identified a bend in the impella cannula below the outlet. The initial pump was explanted, and a new device was placed to manage this complication. It was noted that no damage to the cannula was noted after inspection following removal of the impella device. The procedural outcome was the patient survived surgery.